Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline senior inbox that customer accidentally bolused twice for dinner in (B)(6) 2015, which caused customer to be unconscious and hospitalized. Customer declined transfer to helpline.